Event description:
A male underwent initial repair for thoracic aortic aneurysm in 2009. The aneurysm was 14.5 cm and the physician needed to do the procedure emergently. The physician placed one proximal component, one distal component, and one ancillary component. After a long difficult case, the pt did have a persistent endoleak, but was also anti-coagulated. The physician decided to "wait-and-see" and rescan the pt to see if the endoleak resolved. The CT shows a minor endoleak but still present. The pt was then brought back into operating room at approx 10 days later, and a distal thoracic extension was placed. Final results showed no endoleak. The physician called the rep a week later and stated that CT revealed that there was no endoleak present.

Manufacturer narrative:
Event evaluation: still under investigation.